Event description:
It was reported that while connected to the ventilator, the apnea alarm came on when the pt was breathing. The ventilator alarmed power lost while using ac power and was left on the pt for about 20 mins. The unit then shut down and was unable to be restarted. The pt was taken off the ventilator. One hour later, they tried to turn the ventilator back on and it worked fine. According to the nurse, this occurred once previously. The pt is on the ventilator only at night. No pt harm reported.